Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. (B)(4). Also were involved: plc141000j/20287217 UDI# (B)(4), plc201400j/18525471 UDI# (B)(4), plc231000j/20154501 UDI# (B)(4), plc121000j/20184369 UDI# (B)(4), pll161207j/17535315 UDI# (B)(4). Due to the information provided, that the aneurysm enlargement and an endoleak were noticed about 6 months after the procedure, the event date will be used as (B)(6) 2020. According to the gore® excluder® aaa endoprostheses instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement, endoleak and conversion.

Event description:
On (B)(6) 2019, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date (about 6 months later), a follow-up exam showed an aneurysm enlargement (amount unknown). Also, an obvious unspecified endoleak was observed. On an unknown date (about a year later), a follow-up exam identified that the aneurysm was enlarged persistently. On (B)(6) 2020, all gore® excluder® aaa endoprostheses were explanted and the y graft replacement was performed. The patient tolerated the procedure. It was reported that the type of the endoleak was not determined during the explant procedure. The physician suggested that a minor type iii endoleak due to the stent grafts disconnection associated with the devices implanted in the left leg might have occurred. It was unknown what devices were involved in the suspected type iii endoleak.